Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the pacemaker over-sensing of far r signals. No intervention was performed. The patient was in stable condition and would be further monitored.